Manufacturer narrative:
Section d10: concomitant products. - three peg patella 29mm (cat# 200-02-29 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 73 y/o female patient had an original exactech tka done on (B)(6) 2018. The patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a poly insert swap and patella implant swap. Patient was revised to a truliant crc tibial insert crc sz 3, 15mm and optetrak 3 peg patella cemented 29mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached . The devices are not available for evaluation due to the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. The malalignment between the implants along with the insert wear may have resulted in the instability. Possible causes for polyethylene wear include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.